Event description:
It was reported that the intra-aortic balloon was inserted with difficulty due to the tortuous vessel anatomy. After 14 hrs, the catheter's central lumen ruptured causing blood to enter the gas tubing of the pump. The intra-aortic balloon was removed and there were no pt complications.